Event description:
This is a (B)(6) male patient with pcom size of 3.85*5.34mm and the neck width of 3.86mm. The surgeon filled the coils assisted with stent. The surgeon found the shape of the coil was not good. He decided to withdraw the coil to mc. After beginning to advance the stent into mc the stent was already released in y valve . The surgeon withdrew them as a unit and changed new one to complete. No adverse event on the patient. No additional information has been provided yet despite multiple attempts.

Manufacturer narrative:
The investigation in order to get additional information is currently underway and the product device is anticipated to be returned; thus, additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received from the affiliate contact person indicated that the stent was a released in y-connector during advancement through the mc to the target lesion. There was no resistance/friction difficulty during advancement of the stent system through the mc such as getting stuck. There was no withdrawing difficulty during withdrawal of stent system after premature deployment. Even though the stent system prematurely deployed, one of the response from affiliate indicates that the same stent system was used further in the procedure. Clarification has been requested. The brand of the coil that was being used was orbit 4*10 (lot/catalog unknown). There have been no complaints reported against the orbit coil. No information is available pertaining to the brand and use of mc. However it was noted that the same mc & coil were used successfully further in the procedure. There were no other damages noted to the stent system and mc after/during removal such as separation, break, fracture and any other. This new information does not change any previously captured codes. This is just to update the file with above additional information. It was reported that during stent assisted coil embolization of a 3.85x5.34mm posterior communicating (pcom) aneurysm after beginning to advance the stent into the unknown microcatheter the enterprise stent released in the y-valve. It was indicated that they were withdrawn as a unit with exchange for a new one to complete the procedure. There is no further information regarding the event or why the devices were withdrawn as a unit. It was indicated that there was no adverse event to the patient. Additional information received indicated that there was no resistance/friction during advancement of the enterprise system through the microcatheter such as getting stuck. There was no withdrawal difficulty from the microcatheter other than the premature deployment in the y-connector. There is no further information available as to why the devices were removed as a unit. After the event the same microcatheter was used for successful stent placement. There were no damages to the enterprise system or microcatheter. Additionally as reported, prior to this event the shape of an unspecified orbit 4x10 coil was not good and therefore was withdrawn into the microcatheter with stent assisted coiling then performed. The same orbit 4x10 coil was then used and the procedure was successfully completed. No further information regarding the sequence or clarification of the events or procedural details is available. One non sterile enterprise vrd delivery wire and introducer were received coiled inside a plastic bag. The enterprise stent was not received. The delivery wire was received inserted on the introducer tube. The involved microcatheter (mc) was not received for analysis. No other anomalies were observed on the received unit. The functional analysis was performed with insertion of the returned delivery wire via the returned introducer and a lab sample microcatheter since the microcatheter involved was no returned for analysis. The delivery wire was able to go through the microcatheter (without stent) and no resistance or friction was felt. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10138492. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported difficulty inserting the enterprise into the unknown microcatheter and deployment of the stent in the y-valve and root cause cannot be determined based on the analysis of the returned device and due to the lack of procedural information. With review of the available information reporting deployment proximal to the microcatheter hub and continued use of the same microcatheter, no conclusion can be made regarding the removal of the systems as a unit. The introduction and withdrawal procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. Proper placement and securing of the introducer in the microcatheter (mc) hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. If the introducer is not fully seated and secured in the microcatheter hub during introduction or withdrawal or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. If the delivery wire is advanced without the introducer being fully seated and secured in the microcatheter hub the stent will exit the introducer and expand in the gap between the introducer and the shaft of the microcatheter. It appears that procedural handling pertaining to the introduction technique, which is outlined in the IFU, caused the event. With no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that during stent assisted coil embolization of a 3.85x5.34mm posterior communicating (pcom) aneurysm after beginning to advance the stent into the unknown microcatheter the enterprise stent released in the y-valve. It was indicated that they were withdrawn as a unit with exchange for a new one to complete the procedure. There is no further information regarding the event or why the devices were withdrawn as a unit. It was indicated that there was no adverse event to the patient. Additionally as reported, it appears that prior to this event the shape of an unknown coil was not good and therefore was withdrawn into the microcatheter with stent assisted coiling then performed. No further information regarding the sequence or clarification of the events or procedural details has been provided in response to multiple investigative attempts. One non sterile enterprise vrd delivery wire and introducer were received coiled inside a plastic bag. The enterprise stent was not received. The delivery wire was received inserted on the introducer tube. The involved microcatheter (mc) was not received for analysis. No other anomalies were observed on the received unit. The functional analysis was performed with insertion of the returned delivery wire via the returned introducer and a lab sample microcatheter since the microcatheter involved was no returned for analysis. The delivery wire was able to go through the microcatheter (without stent) and no resistance or friction was felt. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10138492. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported difficulty inserting the enterprise into the unknown microcatheter and deployment of the stent in the y-valve and root cause cannot be determined based on the analysis of the returned device and due to the lack of procedural information. However, the introduction and withdrawal procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. Proper placement and securing of the introducer in the microcatheter (mc) hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. If the introducer is not fully seated and secured in the microcatheter hub during introduction or withdrawal or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. If the delivery wire is advanced without the introducer being fully seated and secured in the microcatheter hub the stent will exit the introducer and expand in the gap between the introducer and the shaft of the microcatheter. It appears that procedural handling pertaining to the introduction technique, which is outlined in the IFU, caused the event. With no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.